Event description:
It was reported that during priming with a polyflux 140 h, a leak was found due to a broken connection to the blood line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10. The actual device was received for evaluation. Visual inspection of the product with the naked eye showed the product wet. A slanted screwed-on blood protection cap was visible on the dialysate connector. A leak test of the dialysate and blood sides were performed and no leak was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.